Event description:
The pt received his scs system including a neurostimulator receiver on an unk date. It was reported that the pt was experiencing poor stimulation and communication. The receiver was replaced on (B)(6) 2007. Follow up on the pt found that no further info is available. The explanted receiver was returned to ans for eval. No further info is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed auto and manual test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.